Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-20. It was stated that the cause was not yet determined, but when the pump was replaced they would return it to the manufacturer if available.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 15 mg/ml morphine a t a dose of 2 mg via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient heard a pump alarm. They went online to determine what pump alarm it was and stated they identified it as the critical alarm and they were hearing it every few hours. On (B)(6) 2017, the patient heard the alarm 6 times and heard it a few times on (B)(6) 2017. The patient woke up very very sick, but ate expired pork roast the night previous for dinner (no one else in the household ate it). The patient experienced the symptoms of vomiting and diarrhea with sudden onset. The patient had not been to the healthcare provider (hcp) recently and was not expected to have another appointment for a while regarding management of the pump. A hcp reported that the patient came to the hospital because the pump was alarming and wanted to get a hold of a representative. The representative reported that an alarm was heard and confirmed by telemetry. The alarms for reset occurred and low battery reset occurred happened on (B)(6) 2017 according to the pump logs. The representative was going to contact the managing hcp about attempting to program back to therapy dose. The patient was in the emergency room (ER) and did not think their pump was working. The patient had flu like symptoms. Upon interrogation, the representative discovered the pump was in safe mode. It was determined that the pump was malfunctioning, but that under direction of the managing hcp the pump could be reprogrammed. The pump was reprogrammed per the managing hcp¿s direction and no longer in safe mode. It was unknown if environmental, external, or patient factors led to or contributed to the event. It was unknown what diagnostics/troubleshooting was performed. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.